Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial undersensing.

Event description:
It was reported that during use of atrial lead an inquiry was received for lead connection issue. Information received indicated atrial lead impedance warning triggered for high impedance, polarity switch occurred and far field r-wave (ffrw) oversesing. It was also reported that the atrial lead exhibited chaotic oversensing and undersensing and suspected implantable pulse generator (ipg) inappropriate mode switch. The ipg and atrial lead settings were re-programmed. The ipg and atrial lead remain in use. It was further reported that a ipg revision procedure was scheduled. During the revision procedure, atrial lead measurements exhibited high impedance, and threshold not available due to no capture. The ipg was removed and replaced with a different device and measurements were within acceptable range. The atrial lead remains in use. No patient complications have been reported as a result of this event.